Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right ventricular (rv) lead was post-operatively sensing small r-waves. When repositioning the lead, the helix would not extend once it was retracted. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.